Event description:
A routine complaint investigation revealed that the consumer allegedly received a low blood glucose result (97 mg/dl) when compared to a hosp lab valve (310 mg/dl) obtained within an acceptable time range. When charted on a clarke error grid, the results fall in to the "d" zone which shows clinical significance of error. No death, serious injury or medical intervention was reported.